Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during advancement of the xience v stent in the predilated, moderately calcified, and slightly tortuous distal right coronary artery with 99% occlusion, the proximal shaft/hypotube of the xience v stent delivery system snapped outside of the pt and outside of the guide catheter. The physician was applying a large amount of force to advance the xience v to the target lesion when the shaft/hypotube separated. The end of the device was protruding out of the guide catheter and was easily removed from the pt. Another xience v stent was used to complete the procedure without further incident. There were no adverse pt effects reported. There was no add'l info provided.